Manufacturer narrative:
One tactisys¿ quartz ablation system was received for investigation. The returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system was temporarily established and real-time visualization of the contact force signal was displayed during the start of the evaluation period. Multiple and repeated communication interrupts were then observed, which confirms the reported error message. The root cause of the error message and subsequent clinically significant procedure delay was isolated to abnormal functionality of the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2019-00154. During a pulmonary vein isolation procedure, the tactisys would not connect and the procedure was significantly delayed. After validation, the light on the tactisys was amber colored and the system stated, "searching for tactisys." The light would not turn green so the tactisys was restarted and the network cables were verified with no resolution. The ethernet cable was replaced and ensite was restarted with no resolution. The case was closed out and resume study and revalidation of the patches was not possible. The error message "navx validation failed. The data module is intended for single use only" displayed. After 30 minutes of troubleshooting, the procedure was continued with a different catheter. The procedure was completed successfully. There were no adverse consequences to the patient due to the delay.